Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Information was received from a study, healthcare provider (hcp), and representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 440.8 mcg/day via an implanted pump system. An x-ray was performed on (B)(6) 2015 and the catheter tubing appeared intact; however, the pump flipped when refilling. They were able to flip the pump for a refill, but it then flipped upside down when it was released. It was reported that the pump was flipped/inverted in the pocket. A revision was performed, and the pump was flipped back into its proper place on (B)(6) 2016. The pump had flipped due to the sutures inside the pocket no longer being in place. No harm was ever caused to the patient. The physician checked the integrity of the catheter and noticed the metal within the pump segment was abnormal and broken. The pump catheter segment issue was discovered at the time of the procedure as a precaution, and the surgeon always inspected catheters and the pump if possible during a procedure. The catheter was sent for analysis. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
See manufacturer¿s report 3004209178-2016-02810 for information related to the pump flip and serious injury. The adverse event check box should not be checked. No boxes in the outcome attributed to adverse event section should be checked. An incomplete segment of catheter was returned, which passed testing with no significant anomalies found. The previously reported evaluation codes are no longer applicable. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.